Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their lip ring was broken. The customer¿s blood glucose level was 156mg/dl. Troubleshooting was not performed. Customer stated that reservoir was unable to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The insulin pump was received with a partial broken reservoir tube lip. The p cap locks into the reservoir compartment properly.